Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pacemaker was found in backup vvi. It was unknown if it was restored successfully. Patient condition and symptoms were unknown.